Event description:
It was reported that the target lesion was in the distal right coronary artery (rca) with heavy calcification. Pre-dilatation was performed. A 3.0 x 18 mm xience xpedition stent was advanced; however it failed to cross the proximal previously implanted stents. During retraction, resistance was encountered with the guiding catheter. The device was able to be retracted and upon removal from the anatomy, it flared stent struts were noted. A second 3.0 x 18 mm xience xpedition stent was advanced; however, it also failed to cross. A guideliner was then advanced and further pre-dilatation was performed. A 3.5 x 23 mm xience xpedition was advanced and was implanted successfully. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. Difficult to remove/guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.